Event description:
Baxter reported leakage from the silicone tubing of a transfer set. The set had been in use for 30 days. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of tubing leakage on a transfer set. This is due to a crack in the tubing. Renal product surveillance, an quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.